Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a temporal artery biopsy procedure, when applying a clip, the jaws misaligned and the clip scissored. Case completed with another device of the same product code. There were no patient consequences reported.